Event description:
Implant placed for augmentation 5/28/74. Implant ruptured prior to 1986 (approx) as confirmed by mammogram. Rptr states this is causing health problems. Complaints include arthritis, gall bladder disease, irritable bowel syndrome, hair loss, memory loss, psoriasis.